Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. The fse replaced the blue fiber receptacle disconnects for the vision side cart (vsc) port 1 internal pigtail, vsc port 1 bulkhead fiber connector, and surgeon side console (ssc) port 1. Additionally, the foot tray mechanism was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report an issue that occurred yesterday stating that the secondary surgeon side console (ssc) was not functional. The customer did not have details regarding the issue but stated that they had to disconnect the second ssc. The customer reconnected ssc today and is using it. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no injury to patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The surgeon side console (ssc) foot tray adjust mechanism (ftam) has been returned and evaluated by the failure analysis team. During failure analysis, visual inspection was performed and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 23008 had occurred. Installed ftam on an internal equipment, fixture, or tool (eft) system and ran calibration successfully. Power cycled several times with no errors. Unable to replicate reported issue during system testing. Root cause cannot be determined at this time.